Event description:
It was reported that the patient presented in clinic for a right atrial (ra) lead revision. Once placed, the newly implanted ra lead dislodged and the helix could not be retracted. Due to ring electrode damage the physician elected to extract the newly implanted ra lead. The ra lead was replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The cause of helix mechanism issue was isolated to the helix being clogged with tissue and overtorque of the coil. The damage found was sustained during the surgical procedure. The lead was otherwise normal.